Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. The bent cannula symptoms/issue was noticed 12 hours after insertion. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized. Her highest blood glucose level was 891 mg/dl and had high ketone level which her healthcare profession did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for 12 hours and did not replace the infusion set. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously which resolved the issue. At the time of this report, the patient was still admitted in the hospital, and she had no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.